Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose was 24 mg/dl at the time of incident. The current blood glucose level was 98 mg/dl. The other relevant blood glucose was 162 mg/dl, 240 mg/dl to 480 mg/dl, 101 mg/dl, 62 mg/dl, 67 mg/dl, and 155 mg/dl. The customer treated with food. The insulin pump will be returned for analysis.